Event description:
Boston scientific received information that this atrial lead was providing critical therapy to this patient as it was the only lead implanted with a competitor's device. The lead has exhibited sensing failure and increased thresholds. A revision procedure was performed; the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.